Event description:
The customer reported that their device was showing all three icons (attention, service wrench and charge-pak) and would not power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to three electrically leaky filters, designators fl9, fl10 and fl11 from the analog pcb assembly. The customer received a replacement device.